Event description:
Uncomfortable - vagina vulvovaginal discomfort. Uncomfortable - tampon medical device site discomfort. Tampon pulled apart device breakage. Applicator is flimsy and not long enough, so it¿s difficult to insert device deployment issue. Applicator difficult to insert. Uncomfortable to wear complication of device insertion. Case narrative: consumer reported via rr that the tampon pulled apart during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.